Event description:
The manufacturer representative reported the implantable neurostimulator (ins) for spinal pain was giving the patient different stimulation when the battery was touched. It was noted that the stimulation also changed with positions. The patient thought that the lead had not completely "set in" yet, since it had not been two months since implant. Impedances were all normal, the leads were normal and the battery was normal. The healthcare professional wanted the patient to come back in for further testing or discuss replacement. Additional information from the manufacturer representative reported they followed up and scheduled a procedure to see if there was anything wrong of the device. One of the leads wasn't fully screwed in by the torque wrench, and that was determined to be the reason for the change in stimulation when that area of the ins was touched. There were no out of range impedances before or after the procedure. No further patient complications were reported as a result of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported it was unknown when the patient first started feeling the stimulation issues. It was unknown if it was a physician or device issue that led to the lead not being fully screwed into the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.